Event description:
Patient reported right side "recalled due to bia-alcl, rupture diagnosed on ultrasound and experiencing pain", "breast pain¿, and "new lumps¿. ¿small amount of free fluid at 12 o'clock surrounding the implant measuring 16mm in maximal diameter. This has a volume of less than 50cc¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Patient reported right side "recalled due to bia-alcl, rupture diagnosed on ultrasound and experiencing pain", "breast pain¿, and "new lumps¿. ¿small amount of free fluid at 12 o'clock surrounding the implant measuring 16mm in maximal diameter. This has a volume of less than 50cc¿. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported "recalled due to bia-alcl, rupture diagnosed on ultrasound and experiencing pain", "breast pain¿ "new lumps¿. ¿small amount of free fluid at 12 o'clock surrounding the implant measuring 16mm in maximal diameter. This has a volume of less than 50cc¿. This is for the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "recalled due to bia-alcl, rupture diagnosed on ultrasound and experiencing pain", "breast pain¿ "new lumps¿. ¿small amount of free fluid at 12 o'clock surrounding the implant measuring 16mm in maximal diameter. This has a volume of less than 50cc¿. The device remains implanted.